Event description:
It was reported the patient's blood glucose levels were tested with two devices and the following results were received within 15 minutes: 81 mg/dl with the user's blood glucose monitor and 21 mg/dl with a professional meter. The patient was found by her daughter in the afternoon around 5:00pm, being unresponsive and having low blood sugar symptoms, she was sweaty, shaky, couldn¿t talk, and couldn¿t move. The customer¿s eyes were open, she was incoherent, but did not pass out. Nevertheless, the daughter stated her mother had some short term memory loss after the low blood sugar event. The daughter tested the patient¿s blood sugar with the aviva meter, and the reading was 81 mg/dl. She called the ambulance, the paramedics arrived about 15 minutes later and tested a value of 21 mg/dl on their meter. The customer received sugar administered intravenously. About 5-10 minutes after the IV was given, the patient began to speak and she was taken to the hospital arriving around 6:00pm. No exact information regarding blood sugar readings taken in hospital, nor exact treatment details were provided. The doctors determined that the customer¿s diet changed and the medications doses were too high. The doctors have advised the customer to discontinue januvia and pioglitazone. The customer was released on (B)(6) 2021. The daughter stated her mother had some short term memory loss after the low blood sugar event.

Manufacturer narrative:
Lot number added.